Manufacturer narrative:
The device was manufactured september 25, 2017 ¿ september 26, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This occurred after filling with 4450mg fluorouracil in an unspecified diluent. There was no patient involvement. No additional information is available.